Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, limited information was obtained. The user facility reported that this event was mentioned during a market research and unable to provide any additional information beyond what has been reported. Since no model or serial number was provided, olympus was unable to perform a device service history review. Therefore, the cause of the reported patient infection could not be conclusively determined.

Event description:
Olympus was informed that an unspecified olympus 160 model endoscope was found leaking on the control buttons (exact buttons unknown) during an unspecified procedure, and the patient contracted a stomach infection. It is unknown if the leaking scope caused the infection or if the reprocessing of the scope was the cause. A different scope was used to complete the procedure.